Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 26 mg/dl at the time of incident. Customer was treated with glucagon injection. Customer also reported that the insulin pump had critical pump error. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.